Event description:
It was reported that the patient passed away. No additional information was provided.

Manufacturer narrative:
Section d4: the primary UDI number in d4 is updated with all of the current information available. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed . (B)(6) 2024.

Event description:
It was reported that the patient was admitted on (B)(6) 2023 with symptoms of pain and swelling, erythema, and induration of middle abdomen. Driveline cultures were positive for pseudomonas and methicillin-susceptible staphylococcus aureus (mssa). The patient was medically treated with intravenous antibiotics and surgically with driveline incision and drainage and vacuum assisted closure therapy. The patient passed away due to complications related to the worsening pseudomonal driveline infection on (B)(6) 2023. The outcome was not device related. The device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.